Event description:
It was reported that the fox cross balloon was advanced to the heavily calcified arteriovenous fistula without resistance. The fox cross ruptured with the first inflation at rated burst pressure. Resistance was felt with the 6 french sheath during retraction but the entire fox cross was removed from the anatomy. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: terumo glidewire; inflation device: conquest; sheath: 6 french cook sheath. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar balloon rupture incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.